Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with decrease in vision due to z pattern vault noted approximately 5 weeks post implant. Lasik treatment was performed. The lens was exchanged with another model lens approximately 13 weeks post implant. The patient's current status is good. This event refers to the patient's right eye. Please reference MDR #1313525-2015-01499 for the left eye.